Event description:
A peritoneal dialysis (pd) patient¿s wife contacted (B)(6) customer service to report the paper tape (16-5321-0), patient (B)(6) is getting blisters. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).